Event description:
It was reported that the patient experienced presyncope as well as syncope and also had a fall (date of fall unknown). There were no corresponding ventricular episodes stored in the device; however, loss of capture was observed on the right ventricular (rv) lead. A chest x-ray was performed and showed no obvious dislodgement. The physician elected to replace the lead, and during explant, the helix became elongated. The lead was capped and abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.